Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Ous MDR - it was reported that during a routine follow-up high threshold measurements and an intermittent loss of capture was reported. The patient was reported to experience dizzy spells, but no further adverse patient side effects have been reported. The implant date was not provided and there was no mention of any intervention.